Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was an issue with the pump wake button. There was no reported impact to customer's blood glucose. Contact declined to provide further information and declined tandem technical support's offer to troubleshoot.